Manufacturer narrative:
The technician could not adjust the caster. The technician replaced the worn caster and adjusted the brake to repair the bed.

Event description:
Info received indicates the right head caster will not lock when the brake is set.